Event description:
A baxter pharmacovigilance representative sent baxter corporate product surveillance an email to report an unknown clearlink continu-flo set (109 inches with 3 luer activated sites) which separated. According to the report, the tubing separated from the luer. The luer was connected directly to the catheter at the time of the event. The patient bled significantly, but the bleeding occluded. The event occurred during patient use. There was patient involvement, but there was no report of any other injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the nurse confirmed the reported separation and stated that the patient did not experience a serious injury nor require medical intervention as a result of the blood loss. The amount of blood loss was unknown. As a result of this incident, the patient required a restart of another intravenous (IV) access site, as the previous access was clotted. Evaluation summary: visual inspection of the used sample showed that the tubing had separated from the male luer in-let port. There was no visible solvent residue nor plow ridge present on the tubing end. The remaining solvent bonds were then pull tested, with no failures noted. A visual inspection of an unused companion sample was performed, with no separations noted. All solvent bonds were then pull tested, with no failures noted. A batch review could not be performed, as the lot number was not provided.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The exact root cause of the customer reported condition was not determined.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.